Event description:
Bilateral capsular contracture & rupture of the right breast implant which required bilateral capsulectomy and bilateral removal of breast implants. The left breast implant ruptured on the way out.